Manufacturer narrative:
Concomitant products: product ID 3037, serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # v299391, implanted: (B)(6) 2009, product type lead. (B)(4).

Event description:
It was reported the patient¿s right side implant was starting to leak and had been since february, but it was unclear what was meant because it was also reported her right side was working properly. It was reported the patient experienced a loss of therapeutic effect. It was noted the patient had other issues; a lumpectomy, her central nervous system, neuropathy, and multiple bladder infections. It was unclear if these issues were related to that patient¿s stimulation system. Additional information has been requested but was not available as of the date of this report; a follow-up report will be sent if information becomes available.